Event description:
The patient reported, she is on vacation and did not pack enough infusion sets as the last 2 infusion sets came loose because of sweating. The patient was advised of causes for this issue. The patient stated, she is blind and could not see the lot/expiration date. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Replacements were sent. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.